Manufacturer narrative:
Product investigation completed. The pump was visually inspected and functionally tested. No leaks were found. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis confirmed the reported events. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced cycling issues with an inflatable penile prosthesis (ipp) pump as it would not cycle consistently and the pump would stay flat. All the troubleshooting techniques were attempted to no avail. A surgical procedure was performed in which it was noticed that the pump cycled fine when it was taken out of the scrotum but would not work consistently when placed back. During the procedure no air or holes were observed in the device. The pump was removed and replaced. There were no patient complications related to the device.

Event description:
It was reported that the patient experienced cycling issues with an inflatable penile prosthesis (ipp) pump as it would not cycle consistently and the pump would stay flat. All the troubleshooting techniques were attempted to no avail. A surgical procedure was performed in which it was noticed that the pump cycled fine when it was taken out of the scrotum but would not work consistently when placed back. During the procedure no air or holes were observed in the device. The pump was removed and replaced. There were no patient complications related to the device.